Event description:
A tibial tray insert component was inadvertently discarded after opening. The problem is that the inset is white, and the packaging is also pure white. Packaging should be another color to provide visible contest. (B) (6) hospital is a very small critical access hospital. The depuy rep had not been 'allowed' to bring more than one 'part' of any particular size from (B) (4) up to (B) (6). When the package was opened, it was set on the table for use by the md. Surg tech glanced and thought md had picked it up, and discarded the packaging, with the insert in it. 'Patient had to be recovered and then come back to the operating room later in day, after a second device had been flown up from (B) (4). (B) (6).